Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator therapy delivery failed. There was no patient involvement. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
.